Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's keypad was unresponsive. Customer stated they had to press buttons harder to get a response. Customer stated crack on the back of the casing by battery clip area and had received no delivery alarms in past. Customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.